Event description:
The customer reported that the system would lock up and display a potentiometer error message. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.